Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4) analysis of the recharger found there was a no device found message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. Patient stated they need a new charging paddle for spinal stimulator, their paddle on spinal stimulator went out, got hot now doesn't find stimulator. Additional information was received from a patient (pt). It was reported that they have a spinal stimulator paddle for charging wires broke. The recharger (rtm) is getting hot. They have not been able to get relief from pain over 2 weeks now because they cannot get through. A replacement recharger (rtm) was sent out. Additional information was received from the patient (pt). Pt reported they first noticed the paddle getting hot around jan-29-2023. Pt did not know the cause of the issue, just that the paddle got hot and couldn't find the implantable neurostimulator (ins). To resolve the issue, pt would shut down the device to let it cool off and then recharge again the next day, leading to more no device found and the paddle getting hot again. The replacement recharger resolved the issue.